Manufacturer narrative:
On oct, 23rd 2015 we were informed that the surgeon suspected infection and they would have not been able to get a pathology result. Batch review performed on 17 november 2015: gmk-primary femur std cemented # 3 r code 02.07.2003r lot. 120949: (B)(4) items manufactured and released on 03 may 2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported case gmk-primary tibial insert uc fixed # 4 / 12 mm code 02.07.0412fuc lot. 111406 (k090988): (B)(4) items manufactured and released on 22 nov 2011. Expiration date: 2016-10-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported case. Gmk-primary tibial tray fixed cemented # 4 r code 02.07.1204r lot. 130427 (k090988): (B)(4) items manufactured and released on 12 apr 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported case. Gmk-primary patella resurfacing # 2 code 02.07.0034rp lot. 125607 (k090988): (B)(4) items manufactured and released on 28 feb 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported case. On 19 nov 2015 it was prepared a final report with the information above reported. On the same date it was sent to the initial reporter and the case was closed. Not available.

Event description:
Patient was complaining of pain and swelling of the right knee. The surgeon removed all medacta products and put in antibiotic spacers. Explants will not be returned. X-rays are not available.